Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated they were unable to turn up their stimulation. No falls, and the factors that may have led to this are unknown. The rep ran an impedance check and found all, but one electrode was out on one of the leads. The rep was able to program the patient's stimulation without using those electrodes. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.